Manufacturer narrative:
The company rep was unable to duplicate the reported problem; however, the autofill error code 16.0 was found in the log. The unit met factory specs and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit generated an "autofill failure" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.